Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was 600 mg/dl to 770 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injection during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as abdominal pain, difficulty in breathing, nausea and vomiting. Customer was alleging insulin pump was under delivering. Customer was unable to complete carelink upload. Customer stated that the auto mode feature was not active and automatically adjusting insulin at time of high blood glucose level. The insulin pump will not be returned for analysis.